Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was not returned for evaluation. The 25 gauge illuminated flex curved laser probe was packaged on (B)(6) 2019. There were 744 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event not able to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. The 25 gauge illuminated flex curved laser probe was evaluated and the complaint was replicated. The 25 gauge illuminated flex curved laser probe had excess adhesive near the cannula-nitinol junction. The customer¿s reported event was confirmed. The 25 gauge illuminated flex curved laser probe was packaged on (B)(6) 2019. There were 744 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the laser probe could not enter the trocar. Additional information has been requested.